Manufacturer narrative:
Patient's sex, weight, event date, other relevant history, including preexisting medical conditions were not provided. Patient identifier, age and implant date is unknown. Explant date is not applicable since product was not removed. Part and lot information is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.